Event description:
It was reported that following an scs implant on (B)(6) 2025, patient experienced weakness in the lower extremities and elevated blood pressure. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted, and patient was hospitalized to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.